Manufacturer narrative:
Section a2, a4 and a5: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Patient interface is not an implantable device. Section d6b - explant date: not applicable. Patient interface is not an implantable device and therefore not explanted. Section e1 - telephone number: (B)(6). Section h6 -health effect - clinical code: 4581: side cut issues : corneal flap complications h3 other text : device not returned.

Event description:
It was reported that the physician had difficulties docking with the left eye (os) of the patient. Account stated that these did not seem to be related to the surgeons technique or docking. He was centered and not tilted. Whenever he made contact with the cornea, the suction ring seemed to ¿lose all suction¿. The physician was able to finally get suction and proceed with the treatment. Suction was lost during the procedure. No error message from the laser was observed. The patient flap was incomplete as a result and was not lifted. The patient was treated that same day with the ifs to create a side cut only cut. Account stated directions for use (dfu) were followed, there was a delay and the daily activities were not affected. No issues reported during ifs/excimer laser surgery. Best correct visual acuity right eye 6/5 ; left eye 6/5 at one day post op visit. No further information was provided. A separate report will be submitted for the elita laser system.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: july 24, 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: eleven (11) elita patient interfaces were returned related to 5 complaint records. The individual products could not be associated with their corresponding complaint records. Inspection revealed material/residue at the port of each suction ring. Due to the used condition of the returned units, how and when the material was introduced and its characteristics cannot be determined, however, the presence of residue is consistent with products that have been used on a patient's eye. While sample 11 was observed to have a warped suction ring resulting in a failed leak test, it could not be ruled out that this warpage was due to the packaging/shipping process back to jjsv irvine. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the information obtained, a product malfunction or product deficiency could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.